Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient¿s wound was opening up. The physician attempted to close the wound but was unsuccessful and removed the device. Nevro attempted to obtain additional information regarding the cause of the incident but was unsuccessful. There have been no reports of further complications regarding this event.